Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer¿s mother reported customer¿s sensor glucose was 41 mg/dl but did not felt low. Customer reported after customer had gatorade drink blood glucose reading went over 600mg/dl. Customer reported after they had gatorade sensor glucose was still 40mg/dl. No product is expected to return for analysis.